Event description:
It was reported that a patient's blood glucose levels reached 384 mg/dl while wearing the pod less than 1 hour. While walking, the pod's adhesive failed and the device fell off, thus, cannula dislodged from the infusion site (leg). A new pod was applied immediately after the event.